Event description:
The facility reported an infusion pump with a failure code 715. The clinical engineering manager of the reporting facility stated there was no patient injury or medical intervention resulting from the failure. Information was requested by baxter regarding the date this report occurred, the medication involved, pump programming and set-up information, specific patient information, tubing product code and lot number in use but no additional information was available.